Event description:
A hospital in (B)(6) reported that the dome of an mr370 reusable humidification chamber appeared broken after sterilisation by autoclaving.

Manufacturer narrative:
(B)(4). Method: the mr370 adult reusable chamber was returned to fisher & paykel healthcare in (B)(4) for inspection. The chamber was visually inspected for cracks. Results: there were two vertical cracks 68mm and 16mm from the base of the chamber. A scratch mark was also observed on the top of the chamber. Conclusion: the customer had informed us that they had always autoclaved the chamber while "closed". This could have caused undue pressure build-up in the chamber dome and caused the observed cracking. Our user instructions that accompany the mr370 chamber state: to prevent cracking, ensure that the water inlet port plug, and any other reusable components, are disconnected from the chamber before cleaning. This is the only complaint of this nature that we have received in the past 12 months.